Event description:
It was reported that during the pulse flushing using the normal saline to verify the catheter patency following the completion of the catheterization, fluid leaks were found with the connection of the transparent extension tube included in the catheter, which is intended for the attachment to the white distal end.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue catheter. The catheter had been fully assembled onto the two-piece connector but the catheter had been cut at the distal connector oversleeve. Functional testing of the catheter confirmed the presence of a leak, which originated underneath the white collar of the proximal connector. Further examination found a split in the extension tubing 4mm proximal of the distal collar edge. The collar was then removed and additional damage was observed. Two more splits were found in the extension tubing at the edge of the red luer connector. A fourth region of extension tubing damage was seen near the suture wings of the extension tube. Microscopic examination revealed all damage sites to contain the striation-like patterns associated with sharp instrument damage. The three proximal damage regions were all underneath the collar and no damage was seen on the collar itself. This suggested that the damage occurred prior to assembly of the luer and collar pieces, and would have occurred during product assembly/manufacture. The manufacturing site was then notified of the event. Reynosa evaluation: complaint due to ¿fluid leaking at transparent tube¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual and functional testing performed at vad lab it was concluded that the tubing of proximal connector was damaged during the manufacturing process. This condition makes the device unusable for our customer. The cause of this condition is manufacturing related. A lot history review (lhr) of rebz0305 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebz0305 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the pulse flushing using the normal saline to verify the catheter patency following the completion of the catheterization, fluid leaks were found with the connection of the transparent extension tube included in the catheter, which is intended for the attachment to the white distal end.